Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("auto immune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine and mood swings. The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine and mood swings outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and ovaries appeared normal. The right tube length was 7cm distal to the essure device which was implanted into the uterus. The left tubes length was 7cm distal to the essure device which was implanted into the uterus. Essure were both in endometrium.. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs received: the following events were added : injury replaced with pain, migraines, mood swings, bleeding and autoimmune-like symptoms. Medical history added. Reporter information added. Fup 1 and fup 2 processed together. On 28-dec-2018: legal document received : reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding/ abnormal bleeding (general)') and autoimmune disorder ('auto immune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4) and parity 4 (4). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), mood swings ("mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: de12ression"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, migraine, mood swings, anxiety, depression, headache, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus and ovaries appeared normal. The right tube length was 7cm distal to the essure device which was implanted into the uterus. The left tubes length was 7cm distal to the essure device which was implanted into the uterus. Essure were both in endometrium. Most recent follow-up information incorporated above includes: on 24-may-2019: plaintiff fact sheet was received. Events added from pfs- depression, anxiety, headaches, dysmenorrhea (cramping), hair loss. And event- abnormal bleeding (general) clubbed to previous events. New lawyer was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.